Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. The insulin pump passed the alarm test and no alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump fell into the water and is alarming. Customer states that there is fluid under the lcd display screen. Customer also states that there are cracks on the top right hand corner of the screen. The blood glucose reading is 350 mg/dl. Nothing further reported.